Event description:
On 3/7/93, an 8 fr. Groshong catheter was inserted via the left subclavian for the purpose of receiving chemotherapy. On or about 7/28/93, the patient received chemotherapy consisting of mechorethamine and vincristine, and began having pan in the subclavian area near the catheter a few days later. On 8/3/93, the patient's physician ordered a dye study through the catheter to check for extravasation and placement. It was reported that the catheter was intact, therefore, chemotherapy went as planned. The patient receieved chemotherapy on 8/4/93 with continued pain. Surgeons were consulted, and the catheter was removed. The tip of the catheter was sent to pathology for culture. Upon visual examination, it was apparent to the two surgeons and attending physician that there was a crack in the catheter approximately 10cm. From the distal end.